Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a procedure. It was reported that there were accuracy issues. There was no reported impact to the patient.